Event description:
Pta was being performed on a lesion in the right internal carotid artery with 62% stenosis present. There was no calcification or vessel tortuousity. The lesion was pre-dilated with a 4.5mm balloon at 10 atm. An angioguard distal protection device was placed and a precise stent was placed. Then a 7mm balloon catheter was used for post-dilatation was 7atm at the target lesion. During post-dilation, the pt's blood pressure dropped and his blood flow became slow during the procedure. The pt also developed a stroke with symptoms of paralysis on the left side of his body and consciousness disorder. Soon blood around the target lesion was suctioned by an aspiration catheter (export, medtronic) and his blood flow returned to normal. After the removal of the angioguard from the pt body, plaques around the stent and cerebral infarction on the ipsilateral side were confirmed by MRI. Therefore, a second ag (same catalog and lot numbers as the first one) was delivered and then the second precise stent was placed in the 1st stent and post dilated with the same balloon catheter. Etilefrine hydrochloride for hypotension and edaravone for stroke were administered to the pt and his blood pressure returned to normal on the same day of the procedure. According to the physician, hypotension more likely occurred due to carotid sinus reflex. The pt was undergoing the rehabilitation and fully recovered from the symptoms of stroke. He was out of the hospital 15 days after the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2009-00273.